Manufacturer narrative:
The customer reported complaint for the thermogard system (serial (B)(4). Displayed an unknown error message was confirmed during the event log review and the initial functional testing. Based on the archive data review and functional testing, the unknown error message observed by the customer was found to be tcmid-05 (coolant diff failure). The probable root cause was determined to be a defective pic-16, likely attributed to a defective component. No physical damage was observed on the thermogard console during visual inspepction. The thermogard xp ivtm system failed the initial functional testing and displayed a tcmid:05 (coolant diff failure) error message, thus, confirming the reported complaint. During the event logs review, the tcm ID:05 (coolant diff failure) error was identified around the reported event date. Thus, confirming the reported complaint. The pic-16 pcb was replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn# (B)(4) displayed an unknown error message with a prompted "reboot". Per reporter, event occurred three or four times, and ivtm treatment was continued by rebooting the system. The physician decided to continue treatment because the quattro catheter was to be removed in several hours and there was no problem with temperature control. No consequences or impact to patient.